Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). Zimvie received one (1) oss310, (osseotite implant 3.75 x 10mm) for evaluation. Visual evaluation was performed, a fracture has been identified on the implants body. DHR review was completed for the subject lot number 2016100454. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 2016100454, for similar events and no other complaint was identified. Review completed utilizing keywords: ¿dental : functional : fracture : implant¿ based on the investigation and risk management file review, the most likely root cause determined from the investigation was clinician selects implant that is unable to resist long-term occlusal loading therefore, based on the available information, a device malfunction did occur. The fracture has been identified on the body. The reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Manufacturer narrative:
Zimvie complaint number (B)(4). A1: patient identifier unknown / not provided. A2: age at time of the event unknown / not provided. A4: patient weight unknown / not provided. D10. Concomitant medical products oss310, osseotite implant 3.75 x 10mm lot 2016101962.

Event description:
It was reported that the two implants that were holding a bridge fractured. Tooth location 44 and 45. Implants were removed.